Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture and vessel perforation occurred. The 90% stenosed lesion was located in the distal superficial femoral artery. A 4x40mm sterling balloon was used to predilate the lesion. A non bsc stent was deployed. It was then post dilated twice with a 6x40 polar catheter. The third post dilation was completed using a 6-2/5/75 ultra-thin balloon catheter. This balloon catheter was inflated for 30 seconds and ruptured at 20 atmospheres on the first inflation. The balloon was removed intact. The physician noticed the vessel had a small perforation. The physician used a 6x20mm sterling balloon catheter and inflated it twice, two minutes each to tamponade the small perforation. There were no additional patient complications reported. The patient status is fine.